Event description:
It was reported, the patient had ineffective stimulation coverage for his stump pain. The patient underwent a trial procedure on (B)(6) 2012. It was reported, the trial was successful and the patient received permanent leads in the sacral region on 12/20/2012. The patient's original lead allegedly remains implanted. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.